Event description:
It was reported that during central processing, the 8mm permanent cautery hook instrument had a broken piece. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm permanent cautery hook instrument to perform failure analysis. The instrument was analyzed and was found to have a broken bipolar yaw pulley near the proximal clevis. Broken piece(s) is missing as a result of breakage. Size of missing piece is approximately 6.61mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The complaint was confirmed by failure analysis.